Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a damaged video connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details regarding the reported event were requested, but no additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image, due to a deformation of the video connector receiving contact pin. The specific root cause of the deformation of the video connector receiving contact pin could not be determined at this time. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tip of the connector on the side of the endoscope was chipped, when inserting it into the processor with foreign objects attached to the tip. It is hooked to the terminal of the video connector socket. 2. If the endoscope is inserted further in this state, the terminal is pushed in the back and bent. The event can be prevented, by following the instructions for use which state: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur¿. Olympus will continue to monitor field performance for this device.